Event description:
During a lap chole the teflon coating on the coag tip chipped off/delaminated into the pt. A power setting of between 23-24 watts was used. Manufacturer response (as per reporter) for esu l-tip coag handpiece, megadyne e-z clean. Manufacturer provided rga for product return eval. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure. No.

Manufacturer narrative:
Findings: our investigation revealed excessive coating was applied to the tip causing the coating to crack during the curing process and making it more susceptible to flaking during use. A DHR review was performed which revealed no deviations or abnormalities during the production of this product. This is a validated process that involves 100% visual inspection for detection of this failure mode. Subsequent inspection of samples of this lot and megadyne's remaining multi-lot inventory, pre- and post-sterilization, do not manifest further failures of this nature and we have not received further field reports. Testing per international standards was conducted during the design phase of this product and included the eval of the properties of this coating (deterioration, flaking, pulverization, etc.) And its impact on the safety and performance of the device. The product meets or exceeds all applicable standards, including standards for biocompatibility. The risk(s) associated with this failure mode were identified in the original risk management process, conducted per iso 14971, and the failure occurs with less frequency and severity than originally defined. Megadyne has determined the malfunction is not reportable since it did not involve death or injury or intervention to preclude death or injury and the risk to public health is remote. This report is provided as info only.